Event description:
It was reported that pump insulin gauge displayed a much lower amount than caller expected. No information was provided regarding impact to customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.